Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead (ra) was explanted due to a dislodgement. This malfunction was discovered due to increased thresholds. A new ra lead was implanted at the same surgical intervention. The lead is expected to be returned. No additional adverse patient effects were reported.